Manufacturer narrative:
The events of "swelling", "itching", and "bruising" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended.

Event description:
Healthcare professional reported patient was injected with juvéderm® volbella¿ with lidocaine in the periorbital region. Three (3) months later, patient experienced injection site swelling on both sides, which is more severe under the left eye. Swelling first occurred under the left eye, proceeded to left nasolabial line in about 5 hours. Itching on both sides. Bruising was also reported. Symptoms resolved without medical intervention, then recurred 1 month later. Patient was treated with hyaluronidase. Symptoms have resolved.